Manufacturer narrative:
Patient identifier: (B)(6). Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -9.00/1.5/091 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019 . On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial that was shattered, dry with clear surgical residue on the lens. Visual inspection found the lens haptic torn with residue on the lens. Claim#: (B)(4).